Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips kept falling off, and on examination of the physician were not completely closed. A second clip applier was opened and the surgeon experienced the same problem. He stated that about every other clip was not completely closing and was not holding. A third applier was opened, and it worked correctly. The case was completed with no pt consequence.